Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable, tandem wall adapter, and confirmed working wall outlet. There was no reported impact to the customer¿s blood glucose level. Caller left pump connected to working wall outlet for at least 30 minutes, after which pump began charging, and no changes to charging supplies were needed; no additional actions by technical support were documented.